Event description:
Pt has a medline foley. Foley is leaking. Unable to collect accurate I and os. Tried to adjust foley, with no success. Foley removed the following day. Manufacturer response for foley catheter, 14fr temp sensing non latex foley catheter (per site reporter). They are investigating.